Manufacturer narrative:
Initial reporter phone number: (B)(6). Additional contact information: (B)(6) - project manager (B)(6). Mobile: (B)(6). Phone: (B)(6). The sample is available for evaluation. The sample has not yet been received. If received the sample will be evaluated and a supplemental report will be submitted.

Event description:
It was reported that a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch experienced leakage during patient use. The reporter stated ¿filter vent leakage¿. The event was noted during infusion of tracrium. There was no obvious defects noted on the tubing set like cracks or breaks. There was no hole, cut, tears or any other defects noted. The tubing was replaced and therapy resumed. There was no spillage and any drug exposure to patient or staff. As to how long into the infusion did the leak occur the customer responded "infusion". There was patient involvement and no patient harm.

Manufacturer narrative:
D9 - device is available for evaluation and was received on 14 jun 2024. Investigation: received one (1) used list #14687-15 primary plum set. During decontamination an unknown brown substance was observed on the filter vent. No additional damage or anomalies were observed. The filter vent was leak tested per specifications. There was a leak observed to be coming from multiple locations on the filter. The complaint of 'filter vent leakage' can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.